Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 459 mg/dl. The customer treated with manual injections. The customer had symptoms such as excessive thirst and vomiting. The mother stated that they had issues with the set and had to change it several times. The customer was unable to troubleshoot. The customer will contact his health care provider regarding the settings.